Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred. Approximately 10 years ago, a greenfield filter was implanted in the inferior vena cava (ivc). On an unknown date, the patient experienced complications associated with bleeding. The greenfield filter was reported to have pierced the ivc and lumbar artery. Intervention was performed. The patient is currently on medication and sees a physician regularly.